Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that in (B)(6) or (B)(6) of 2019, the patient mentioned to the hcp that something was not right because she was in more pain even with medication and the stimulator. One day, the stim did not feel as strong. The patient thought this was in march. A rep assisted the patient and the ins was replaced in (B)(6) 2019. No further complications were reported.